Event description:
Device 2 of 3. Reference MFR report #: 1627487-2013-11276, 11278. It was reported, the patient was unable to increase stimulation past perception. Reprogramming to address the issue was unsuccessful. X-rays revealed one of the patient's leads was disconnected from the ipg header. As a result, the patient underwent surgical intervention on (B)(6) 2013. During the procedure, the ipg was replaced and the leads were connected to the replacement ipg. An impedance check revealed invalid contacts on one of the leads. In turn, the lead was explanted and replaced. The lead that was explanted was found to be fractured at the anchor site. The replacement devices resolved the patient's issue (s). Both leads are being reported because it is unknown which lead was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.